Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii colonovideoscope tested positive for over 100 colony forming units (cfus) of acinetobacter species bacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus and the physical device evaluation has been completed. Additional issues were identified during the device evaluation: the electrical connector unit mouthpiece pin had an air leak; the insertion part plastic distal end cover insulation failed; the light guide cover lens glass was cracked; the plastic distal end cover was scratched; the bending section cover glue was separated; the connecting tube was wrinkled; the electrical connector unit mouthpiece pin was leaking; and the bending tube for the up, down, right, and left knobs had movement. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The device was dried by blowing filtered compressed air and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 3 colony forming units of micrococcaceae were detected in all channels. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.